Event description:
It was reported that the patient ¿went through itm (intrathecal morphine) pump¿ (implant of pump) on (B)(6) 2015. The patient was stable during hospitalization and discharged in the end of (B)(6). She was followed in the outpatient clinic on (B)(6) 2015 as she experienced pain and the surgeon found the cerebrospinal fluid was leaking. The patient¿s catheter was displaced as the patient underwent an operation to check the status. The catheter was displaced but the anchor was still in position. The surgeon changed the catheter on (B)(6) 2015 and the patient was under hospitalization to restart to the pump on (B)(6) 2015. The patient outcome was reported as further intervention was needed to prevent permanent disabilities. After the catheter replacement, the patient was back to normal and discharged on (B)(6) 2015. The patient was receiving the expected therapy. This device system delivered morphine. The catheter was expected to be returned. Additional information was requested regarding the initial anchor. Should additional information be received a supplemental report will be filed.

Event description:
It was later provided that the old anchor did not slip off the patient but that the catheter detached. A new anchor was used with the new catheter. An attempt was made to clarify if the original anchor was explanted or remained implanted and not in use. No further information was provided regarding this. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID: 8731sc, lot# 0207725576, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis revealed the catheter was incomplete as returned in segments but had acceptable testing.